Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention due to the device not working properly. The patient states that the pump has become hard. The device remains implanted. No further details were provided.